Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll tip broke off. The following information was provided by the initial reporter: while preparing a syringe pump, the nurse took isotonic salted serum (iss) in the same way as usual, and the syringe literally exploded right at the base on the transparent part, thus propelling the liquid medication to the caregiver's face. No consequence as it was only 0.9% nacl.

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be completely detached from the syringe, no other visible defects can be observed. A device history review was performed for reported lot 2012082, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2012082 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Manufacturing personnel have been notified of this incident in order to increase awareness. Complaints received for this device and reported issue will continue to be tracked and trended for signs of emerging trends.

Event description:
It was reported that syringe 50ml ll tip broke off. The following information was provided by the initial reporter: while preparing a syringe pump, the nurse took isotonic salted serum (iss) in the same way as usual, and the syringe literally exploded right at the base on the transparent part, thus propelling the liquid medication to the caregiver's face. No consequence as it was only 0.9% nacl.